Manufacturer narrative:
The device was not returned for evaluation, and no pictures of the device were provided. Based on the limited information we were able to obtain from the reporter, the complaint was unable to be confirmed and true root cause is unable to be determined. Additionally, there is no history of complaints like this, so investigation ability was extremely limited. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The actual device is not available, however devices from the same package are being sent for evaluation. The model number and lot number were provided for the investigation. The investigation is ongoing. Once we have evaluated the devices being sent and completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "we have had one instance where the bovie blade was charred."